Event description:
The patient called in today stating that this is her first time using the droplet brand and the very first 5pn she has attempted to use are clogged and do not prime. She is older and was unable to read the lot no. We went over the IFU and she stated she inserts the pn correctly. She is injecting 100 units of levemir 2x per day with the corresponding pen